Event description:
The micro drill was sent in for eval due to overheating. There was no pt involvement, no adverse event was reported.

Manufacturer narrative:
During failure analysis the customer's complaint was confirmed. Visual exam revealed corrosion damage within internal component. Corrosion damage to the motor was identified as the probable cause of the failure. The presence of corrosion between the moving internal component parts can result in increased friction which can lead to the overheating described by the customer. The damaged parts were replaced and the device was repaired and returned to the customer. The original serial number for this device is unk; it is not possible to determine the MFR date. The serial number provided is a re-issued serial number.